Event description:
It was reported that this right ventricular (rv) lead was exhibiting a high out of range shock impedance measurement of 165 ohms. A five joule (j) sync shock was performed yielding back impedance measurements of 109 ohms. A 41 j shock was then tested and delivered which gave an impedance measurement of 112 ohms. No noise was observed on the rv channel so it was left as it and remains in service. No additional adverse patient effects were reported. As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.